Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. Functional checks were performed and the ventilator was cleared for clinical use. No parts were replaced. Ventilator logs were downloaded. Evaluation of the received event log found log posts for a normal standby; standby button activated, standby dialog confirmed and standby. Five minutes later ventilation was started again. Successful pre-use checks were performed prior use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to the standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. There was no ventilator malfunction during the time of the incident. Our conclusion is that the ventilator did not set itself to standby mode.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator went into standby by its own. The patient desaturated to 47%. Ventilation was then started again. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).